Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.external insulation abrasion was noted at 28.9-29.9cm from the distal tip electrode consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 25.7-26.8cm from the distal tip electrode. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.